Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an old, dry blood clot (from a previous patient) appeared to have entered the current patient's bladder through the handpiece when a sheath was inserted. Post operative bloods for blood borne virus were taken. Additional/ prolonged hospitalization was required. Although it can be assumed that the instrument is not the cause of the transferred residues, the case is classified as reportable as a precautionary measure.